Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 15th october 2009. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the 20th october 2009 and performed to specification up to the 18th may 2014. On the 25th may 2014 the device fails the weekly auto self-test fail due to a low battery. Two additional low battery fails were recorded on the 26th may 2014. On the 28th may 2014, information from the history log shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests alongside random manual power ons up to the 11th february 2018. No further log entries were recorded. The returned pad-pak was inserted into the device and successfully passed an auto self-test and then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate further. After further investigation any evidence of the reported fault was inconclusive. The device performed to specification throughout the investigation. The device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Due to the length of time the initial pad-pak was installed, the low battery warning detailed in the history log due to a genuinely depleted pad-pak. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved. The green status indicator was lit continuously and flashing.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. The green status indicator was lit continuously and flashing.